Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an issue with their mobile power unit (mpu) requiring a replacement. When plugged, the mpu wrench would flash and then the screen would go black. The mpu would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit not functioning as intended was confirmed. The mpu (serial number: (B)(6)) was returned to the service depot and was connected to ac power. The mpu was unable to power on; however, during the boot up sequence a yellow wrench alarm was active. The unit was opened and a damaged capacitor, c5, was observed. The mpu was forwarded to product performance engineering (ppe) for further analysis. The reported event was reproduced during testing with ppe. The mpu was connected to ac; however, it failed to power on as intended. Of note, the yellow wrench and green power leds were observed to illuminate momentarily and then turn off completely. The unit was opened and the c5 capacitor was found to be compromised on the power supply assembly board. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective action was initiated to investigate this issue. The device is included in the heartmate mpu capacitor issue field action issued by (B)(6) on (B)(6) 2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4; UDI number corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as intended was confirmed. The mpu (serial number: (B)(6)) was returned to the service depot and was connected to ac power. The mpu was unable to power on; however, during the boot up sequence a yellow wrench alarm became active. The unit was opened and a damaged capacitor, c5, was observed. The mpu was forwarded to product performance engineering (ppe) for further analysis. The reported event was reproduced during testing with ppe. The mpu was connected to ac power; however, it was unable to bed powered on as intended. Of note, the yellow wrench and green power leds were observed to illuminate momentarily and then turn off completely. The unit was opened and the c5 capacitor was found to be compromised on the power supply assembly board. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing analysis task has been opened to further investigate this issue. The device history records were reviewed for the mobile power unit (mpu) (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Customer order was shipped on 03jun2024. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) describe all system controller and mpu alarms, and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.